Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported uso failure (or system error) was not reproduced. The pump was programmed to run an infusion and the infusion completed with no occurrence of a uso alarm or failure. A review of the event history log revealed a "uso sensor failure" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined; however, the upstream occlusion sensor would be recalibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) failure (alarm); further described as "system error". This was observed during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.